Event description:
It was later reported that the atrial lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead had high output. Dual electrogram was also noted. The lead remains in use. No patient complications have been reported as a result of this event.